Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat an uterovaginal prolapse, a cystocele and a rectocele. The patient underwent the concurrent procedures of a bilateral paravaginal defect repair with mesh, a bilateral sacrospinous ligament fixation with mesh, a rectocele repair with mesh and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, fistulae, bleeding problems, dyspareunia, suture protrusion through rectal wall, mesh in rectum, stool leakage per vagina, foul odor, rectal hole, cramps and necrotic tissue. It was reported that the patient underwent removal of eroded mesh from vagina and rectum on (B)(6) 2011 due to mesh erosion into vagina and rectum. It was further reported that the patient underwent mesh revision/removal, repair of rectovaginal fistula using surgisis, and protoscopy on (B)(6) due to fecal matter and discharge from vagina, mesh erosion into the rectum and the vagina, and a rectovaginal fistula associated with mesh erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.